Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the ins system was not providing pain relief for the patient and was removed at the request of the patient. The paddle lead component was still present in the patient which precluded MRI exams. The patient status was reported as patient not recovered with the issue (symptoms) ongoing. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a loss of therapeutic effect and the patient had the implantable neurostimulator (ins) removed on (B)(6) 2013 because it wasn¿t helping. Everything was removed except the leads. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).